Manufacturer narrative:
The insulin pump was received with no button response due to a corroded keypad. There was no button error alarm. The unit had a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm, a black circle on the display, and a beeping noise. The customer's blood glucose level was 188 mg/dl. The customer received a replacement device and the product was returned for analysis.